Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 156 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.